Event description:
On (B)(6) 2011 risk management was notified by the operating room charge nurse that bb was in surgery to have a foreign body removed from his abdominal cavity that was discovered by radiology. Upon further investigation it was discovered that the foreign body removed was a stapler reload cartridge. It was sent to pathology and sequestered by risk management. Bb had a laparoscopic appendectomy done approximately 2 years ago on (B)(6) 2009. On (B)(6) 2011 he presented to the emergency room with complaints of some leg pain and other health complaints. He had a CT while in the emergency room and it revealed a foreign object within the mesentery of the abdomen. In order to further workup patient's health concerns he was admitted and had surgery on (B)(6) 2011 to remove the foreign body. Continued to complain of abdominal pain after surgery so on (B)(6) 2011 a CT of abdomen with and without contrast ordered = "small amount of free air in the peritoneal cavity appears compatible with interval laparotomy of foreign body removal right lower quadrant." On (B)(6) 2011 patient discharged home with pain medication for abdominal pain and instructions to follow up with mds. On (B)(6) 2011 talked and then meet with local rep. From ethicon and division manager who were very helpful in identifying ethicon reload cartilage 45mm.